Manufacturer narrative:
The field service engineer found the cell rinse unit was dripping onto cells and some rinse tubes were worn. He replaced the worn rinse tubes on the rinse mechanism, cleaned the rinse nozzles, and checked the cuvette levels. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number was (B)(6). It was noted that the cell rinse was dripping and forming bubbles over the cells. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 19 mg/dl. The repeated result was 71 mg/dl. The sample was repeated because the customer questioned the initial low result. The repeated result was obtained on another module and was believed to be correct.